Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that during the implant attempt, eri (elective replacement indicator) was triggered on the device while it was still in the box. The device was not used for implant and another device was implanted. No patient complications were reported as a result of this event.